Manufacturer narrative:
G5:510(k)#: k102985. B4:19ul2021. The power supply was returned to manufacturer to failure investigation (fi) for analysis. The shorted q9 created the 0 volt output. Based on information provided and/or service performed, it has been confirmed the unit did not meet product specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer stated the unit failed the battery test and requested onsite service. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
B4:11 may2021. The customer confirmed, the unit was being set up at the time of the event. There was no delay of therapy reported by the respiratory therapist. The customer confirmed the reported failure. The customer noted that the battery did need to be replaced. The field service engineer (fse) also identified that the power cable, flow sensor assembly, and front assembly need replacement. The fse replaced the battery to resolve the issue. After the battery replacement, the power cable, flow sensor assembly, and front assembly were replaced as well.